Manufacturer narrative:
The event occurred at (B)(6). The motor is not a single use device. The approximate age of the device is 2 years and 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on biventricular extracorporeal circulatory support. It was reported that the patient was to be transported from the ICU to an unspecified location. At the time of disconnecting the main power supply to the device console, pump stoppage occurred, and the primary console alarmed system fault/run-time-system-failure. The physicians immediately clamped the return line of the pump circuit and switched the pump to the backup console and motor. Pump function resumed. It was reported that the patient continues on extracorporeal support. It was reported that the patient as asymptomatic. No additional information was provided.

Manufacturer narrative:
Additional information. Device evaluation: the returned motor was functionally tested together with the returned primary console and flow probe and the system operated as intended initially. However, as soon as the motor cable was bent at the motor body¿s cable exit site, the motor stopped and the console exhibited a motor alarm, followed immediately by a system fault alarm and loss of the ¿set rpm¿ option on the display panel of the console. The system fault could not be cleared by restarting the console. The console was able to start-up without the alarm only after rearranging the motor cable. The system fault was able to be reproduced by bending the motor cable at the motor body¿s cable exit site. The returned console and flow probe operated as intended when tested with an in-house motor and passed all tests performed. The impedances of the electrical lines within the returned motor were measured using a multimeter and the +5v-line showed a temporary short circuit when the motor cable was bent at the motor body¿s cable exit site. The point in time in which the short circuit came into existence could not be determined. The returned motor has been in the field since the year 2014. The short circuit was likely due to wear and tear of the motor cable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.